Event description:
It was reported that the patient began experiencing pain a few months prior to report. It was further reported that the pain occurred at sites where there were "metallic, round pellets/balls" that were located "throughout his groin and throughout his whole body." The patient noted that the presence of the "pellets" was confirmed by his doctor through a CT scan. The patient stated that he believed "the lead or the extension was taken out, but he was not sure." It was reported that the patient had the implant removed "a few months" after being implanted because "it was not working for him." It was further stated that the patient's doctor "seemed to think that the remains could be part of the implant, but he was not sure as he did not know what they were." The patient reported that he had had multiple hernia surgeries and that he "thought the pain was due to the surgery and/or the mesh." It was noted that the patient's doctor checked the mesh and that it was both "in place" and "still intact." The patient also noted an incident where a doctor "injected some stuff in his back and made a slit and pulled it out." The patient further noted that "it was not even implanted for over a year." The exact nature of the injected "stuff" was not known at the time of this report. It was also reported that the patient's device "never worked" after he "hit a big splash" while "tubing." The patient was redirected to his health care provider. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID, 3095-10 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 3031a lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID, 3889-28 lot# v003431, implanted: 2006 (B)(6), product type lead. (B)(4) .

Manufacturer narrative:
(B)(4).